Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, regarding reportable malfunction confirmed, it was likely due to a faulty ac/dc power supply. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation, the evaluation found that the device did not turn on due to a faulty power supply. The faulty parts were replaced, and the software was updated. The device was inspected and passed olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that, the evis exera iii video system center did not power on after hearing a pop sound. There was no harm or user injury reported due to the event.